Manufacturer narrative:
Supplemental report was created to correct the following: b. Adverse event or product problem 1. Type of report 2. Outcome attribute to adverse event 5. Describe event or problem h. Device manufacturers only 1. Type of reportable event 3. Device evaluated by manufacturer? 6. Adverse event problem in health effect - impact code and investigation conclusions

Event description:
It was reported that this pacemaker battery is depleting faster than expected. Clinic requested that engineering review data. Recommended replacement interval is set for 90 days. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery is depleting faster than expected. Clinic requested that engineering review data. Recommended replacement interval is set for 90 days. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: b. Adverse event or product problem 1. Type of report 2. Outcome attribute to adverse event 5. Describe event or problem h. Device manufacturers only 1. Type of reportable event 3. Device evaluated by manufacturer? 6. Adverse event problem in health effect - impact code and investigation conclusions upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker battery is depleting faster than expected. Clinic requested that engineering review data. Recommended replacement interval is set for 90 days. Device remains in service. No adverse patient effects were reported.